Event description:
It was reported that the pump "came out of the pocket" in 2011. Presently the pump was "free flowing" and the healthcare provider was aware of it and was still able to fill pump without incident. It was stated that patient had lost weight which caused the pump to come out of the pocket. Patient could feel the pump now where initially she could not. Currently drugs delivered via the device were fentanyl bupivacaine morphine.

Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).